Event description:
It was reported catheter PICC rupture. Patient with a 4fr plcc catheter. Which was placed on (B)(6) 2022, with a diagnosis of acute myeloid leukemia, is used for the administration of chemotherapy. She was hospitalized until (B)(6) 2022, she has attended PICC catheter healing on (B)(6), days when she comes to take laboratories. It reports the cures that have no venous return but are permeable. Today, (B)(6) 2022, the healing is performed again, the catheter without venous return, slight resistance, is irrigated with a pulsatile technique with a 10 cc syringe prefilled with sodium chloride, bloody liquid is observed, it is verified again and the catheter is observed in the union with the external body through which it leaks. It is irrigated and liquid comes out. It was decided to withdraw the PICC due to high risk of infection and dysfunction. Patient loses safe venous device, it should be scheduled for new insertion and continue treatment. Additional information received on 12/sep/2022: could you confirm if the catheter has already been removed? If yes, what is the date of removal? The catheter was removed on (B)(6) 2022. Has the new insertion been done? When? No new insert has been performed. What type of catheter fixator was used? Vppcsp sutureless PICC stabilizer becton dickinson (bd) statlock did the patient have any symptoms due to the leak? If yes, please describe; she had no symptoms. Bloody water leaked through the catheter but there was no injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3692 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported catheter PICC rupture. Patient with a 4fr plcc catheter. Which was placed on (B)(6) 2022, with a diagnosis of acute myeloid leukemia, is used for the administration of chemotherapy. She was hospitalized until (B)(6) 2022, she has attended PICC catheter healing on (B)(6), days when she comes to take laboratories. It reports the cures that have no venous return but are permeable. Today ((B)(6) 2022) the healing is performed again, the catheter without venous return, slight resistance, is irrigated with a pulsatile technique with a 10 cc syringe prefilled with sodium chloride, bloody liquid is observed, it is verified again and the catheter is observed in the union with the external body through which it leaks. It is irrigated and liquid comes out. It was decided to withdraw the PICC due to high risk of infection and dysfunction. Patient loses safe venous device, it should be scheduled for new insertion and continue treatment. Additional information received on 12/sep/2022: could you confirm if the catheter has already been removed? If yes, what is the date of removal? The catheter was removed on (B)(6) 2022. Has the new insertion been done? When? No new insert has been performed; what type of catheter fixator was used? Vppcsp sutureless PICC stabilizer becton dickinson (bd) statlock; did the patient have any symptoms due to the leak? If yes, please describe; she had no symptoms. Bloody water leaked through the catheter but there was no injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc sv catheter. Usage residues were observed throughout the sample. The extension tubing and molded joint markings were completely worn. Discoloration was observed throughout the catheter shaft. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the exit site from the molded joint. Microscopic inspection of the leak site revealed a circumferentially aligned split. The split edges were granular. Discoloration was observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The split features and tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text: evaluation findings are in section h11.